Manufacturer narrative:
Multiple attempts were made to contact the customer regarding the issue to obtain additional details and provide service; however, no response was received; therefore, no analysis was able to be performed. The product malfunction was unable to be confirmed because the customer did not respond to attempts to follow up on the issue. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mmx indicating that intermittently non-invasive blood pressure will not pump. The readings are inaccurate. It is unknown if the device was in use at time of event, and there was no adverse event reported.